Event description:
Va (veterans administration) puget sound hcs (healthcare systems) is completing inspections of all hospital bed and gurney surfaces per a national patient safety alert. The following was inspected: external cover, zipper, inside of cover, microholes, failure-odors, internal materials, fire barrier. Surface found to be compromised: top cover only area found to be compromised: external cover / zipper / inside of cover / microholes.